Event description:
It was reported that the patient's implantable cardiac monitor (icm) migrated out of its implanted pocket. The patient's icm was removed by healthcare staff, and has not been replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned, analyzed and no anomalies were found. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).